Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was rec'd that states that the inflation valve became detached from the pilot balloon of the tracheostomy tube after an unreported amount of time in situ. There was no report of incident related medical sequelae.